Manufacturer narrative:
The device was returned to olympus for inspection, and no image failure was confirmed. The green image failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. Based on the results of the investigation, and since the device malfunction "green image" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the malfunction "no image", it is likely that the following led to the malfunction: the video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope exhibited a green image and no image during set up / inspection for use. There were no reports of patient involvement.